Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulator was "junk." The patient stated the stimulator did not work and had never worked since the day it was implanted. It was clarified and the patient confirmed that it did not take care of their symptoms. The patient stated they tried making adjustments and different programs . The patient noted that they were seeing a new healthcare provider (hcp) and the hcp needed the patient to see a manufacturer's representative (rep). The patient was to follow up with the hcp. It was noted that the patient was upset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.